Event description:
A paitent reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 4.7, 9.1, 21.3 mmol/l. Tests were done within 20 minutes with a difference of 84%. Patient did not experience any adverse events. No further information has been reported.